Event description:
It was reported that during the procedure in the right coronary artery (rca) for treatment of a chronic total occlusion, a pilot 200 guide wire was advanced via left retrograde approach and a 014 ht progress guide wire was advanced via antegrade approach. The progress guide wire was advanced into the rca without resistance; however, angiography showed a small perforation in the side branch of the rca. No treatment was provided for the perforation. Treatment of the chronic total occlusion continued for approximately 3 hours and at the conclusion of the procedure, the perforation had spontaneously sealed. After the procedure, as the patient was being taken off the table, the patient went into respiratory arrest. Medication was administered to reverse the sedation effects. The patient immediately stabilized but became combative. The patient was taken to the holding area. Approximately 1 1/2 hours post procedure, the patient went into respiratory arrest again, lost pulses, and blood pressure dropped to 60. Cardiopulmonary resusitation (CPR) was initiated. Echocardiogram showed pericardial effusion. Pericardiocentesis was performed and approximately one liter of fluid was drained and the pericardial drain was left in place. Patient's pulse and blood pressure were restored. The patient was stabilized and was taken to the critical care unit. Later that evening, the patient went into cardiac arrest and CPR was performed. The patient was taken back to the cath lab where an angiogram of rca showed the vessel to be totally open with no evidence of perforation. It was noted that there was a right groin hematoma.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Both groins still had the sheaths in place, but only the right side had the hematoma. The 7 french sheath in the right groin was exchanged with an 8 or 9 french sheath to treat the hematoma. Pericardial fluid continued to drain 200 cc per hour. The patient received blood transfusions. The patient ultimately expired that evening. Reportedly, the physicians are not sure of the cause of the bleeding, but they do not believe it was from the guidewire. Physicians have a theory that the right ventricle may have been lacerated during the cardiocentesis based on the volume of blood. Physicians do not believe this amount of pericardial drainage could have been from the guidewire perforation. The perforation was thought to have healed as there was no evidence of perforation with the repeat angiogram. It is unknown if an autopsy will be performed. There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.